Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received unexpected restart alarm and had blank display. The customer¿s blood glucose level was 62 mg/dl. The customer states pump is dead but when she inserted the battery she got unexpected restart alarm. Troubleshooting was performed for error alarm and noticed alarm recurring after a battery change. The customer declined to troubleshoot for blank display. The customer was advised they may continue to wear pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the operating currents, self test and displacement test. No unexpected restart error alarm was noted during test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads.